Event description:
The facility reported a flo-gard infusion pump with a broken door; this condition had the potential to interrupt delivery. It is unknown when this condition occurred; however, it was known to have happened in the emergency room. The contact did not know if there was patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken door was confirmed during product evaluation. The door being broken in the latch area was due to an unknown cause. The pump head door and required parts were replaced to correct the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. A follow-up report will be filed if any additional details become available.